Manufacturer narrative:
The lot number of the complaint product is unknown and the actual complaint product was not made available for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by an optician on (B)(6) 2016, a female consumer experienced an ulcer in the right eye following an allergy to a chemical- methylchloroisothiazolinone. The optician reported that the consumer used the complaint product and a contact lens cleaning solution in that eye. No additional information was provided at the time of this report. Additional information has been requested, but has not been received yet.

Event description:
Additional information was received on (B)(6) 2017 via an email from the optician; it was noted that the ulcer resolved at the last control visit (the date of the visit was not specified). It was also noted that the event is not related to the contact lenses.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).